Manufacturer narrative:
H10 a remote service engineer (rse) recommended that the customer troubleshoot the power management (pm) printed circuit board assembly (pcba). Per a good faith effort (gfe) response, the device was ultimately repaired by a third-party vendor. No additional details regarding the reported issue and resolution were provided. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 it was found that the 1117 "3.3 v supply failed" error occurred during testing. There was no patient involvement at the time the issue was discovered. The device was swapped for another ventilator.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1117 "3.3 v supply failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user.